Event description:
Could not advance filter: "filter feet got stuck at hub area of introducer. Sheath remained in pt and a new delivery system was attached to complete deployment. No pt complications reported."